Manufacturer narrative:
(B)(4)

Event description:
The complaint device being used at the time of event was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing was performed and the tests failed. The reported event of no audio output. The root cause was determined to be a defective speaker assembly.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced no audio output from the receiver and an adverse event on (B)(6) 2016. The patient had a missed low while driving because the receiver did not beep. The patient was feeling out of it, so he pulled over to the side of the road but passed out and hit a guard rail. Someone saw this and called the paramedics. Paramedics arrived and they administered glucose. The patient recovered. Additionally, patient tested the receiver's audio function and it did not beep. No further event or patient information was provided